Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: surgeon fired first with purple reload into the antrum (using idrive). As the blade and staples deployed from the reload, the firing stopped half way through the firing cycle. The reload would not fire any further. When the reload was released from the stomach the staple line was deformed and jagged. The reload also appeared to have not deployed all the staples from the initial start of the firing sequence. Despite the misfiring, no harm was caused to the patient. The original staple line was not resected. Second purple load continued the original staple line. The surgeon loaded another purple reload and completed the next firing without further issue throughout the rest of the case. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Current patient status is fine no complication. The handle will not be returned however the reload will be returned.

Manufacturer narrative:
(B)(4).